Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report exposed wires. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) is underway. The reported problem (exposed wires) is being investigated. As received, the front therapy electrode cable was damaged and the belt failed incoming therapy electrode recognition testing. The cause of the incoming test failure is currently underway. A supplemental report will be sent upon completion of the eval. No adverse event result from the damaged belt. The patient was issued a replacement electrode belt.